Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was having issues with the device. They couldn't get to the doctor for another month and a half. They were having more urgency to use the restroom and they said it probably started the past few months. They said they went to adjust stimulation the week prior and as soon as they stuck the patient programmer to their back and hit sync they got an electrical jolt through them. They used to have to go to the bathroom every few hours and at the time of the report it was every hour. They had to take it off of program 2 because they couldn't deal with the shocking, whether they turned it down or not, it was the same amount of shocking coming through. They had it on program 2 the whole time they had the implant and it hurt so bad. They had to put it on program 1. They were on program 1 at 2.8v and stimulation was on at the time of the report. They were on 2.5 or 2.6 volts on program 1 a couple of days prior and had moved stimulation up the day prior. It was giving them a weird constant feeling of having to go to the bathroom. Program 1 was the only program they could deal with. They couldn't put it on program 3 or 4 and on program 2 they could hardly move or walk. The patient was told that if they had tried every program there was nothing more that could be done over the phone and they would have to go to their doctor. The patient ended the call. No further complications were reported or anticipated.